Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose between 400 to 500 mg/dl, treated with manual injections. Blood glucose would rise when customer changes her infusion set and then has been occurring for six months. Customer declined troubleshooting. No further information reported.